Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that sometimes when they would be walking, the therapy would completely cut itself out. The patient stated that sometimes they could walk a bit further and it would kick back on. The patient initially reported that stimulation would be off when the controller was unlocked. The patient then clarified that when the controller was unlocked, the stimulation indicates that the setting was at 1.2 when it would normally be 3.8 or higher. It was confirmed that adaptive stimulation (as) was turned on and the patient was at group c. It was reviewed that the change in stimulation when the patient was walking could be due to as. The patient also reported that their controller screen had been going completely white and they would have to reset the controller for it to work. The patient stated that the issue had been getting worse. It was noted that these issues had been going on for quite a while, the patient guessed about eight to nine months. The patient was redirected to the repair department and a replacement controller was requested. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they were walking into a store when their stimulation settings would decrease. The patient stated that it would happen at a lot of stores, and that they would just keep walking until the device started working again. The patient stated that when the controller screen would go white, they would take the battery out, blow into it, and then put it back in. It was noted that the issues had been resolved. The patient stated that they were sent a new or different controller and hadn¿t had the issue of the screen going white, but the device would still shut down in the specific stores. No further complications were reported or anticipated.